Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) as low as 31 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. It was reported that the patient did not report symptoms as the patient was still half asleep and ketones were not tested. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was reportedly treated with orange juice and milk. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. The patient also reported that the ezbg was not calculating correctly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the basal history was inaccurate due to a manual change of the basal program from basal program 3 to basal program 1 and then back to basal program 3. The pump history showed the temp basal programs had been run. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The ezbg bolus was manually calculated and the returned pump correctly calculated the same units. The pump bolus calculation feature was functioning properly. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms occurred during investigation and the complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.